Event description:
During an ep ablation procedure, the pt was burned at the site of the indifferent electrode. The burn was located on the side of the mid thigh, and varied in severity from 1st to 3rd degree. A plastic surgeon was consulted. No add'l (reconstructive) procedures were recommended. A topical medication was applied to the area of the burn.